Event description:
Baxter china reports 2 incidents of transfer set leaks. The leaks were noted in the twist clamp area with each incident; while the clamp was in the closed position. One transfer set was used for 28 days and the other set was in use for 7 days. The second incident occurred on 07/01/2000. No pt injury or medical intervention reported.